Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) had been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had delivered inappropriate therapy for an supra ventricular tachycardia (svt) with rapid ventricular response (svt w/rvr) which the device detected and treated as a ventricular fibrillation (vf) event and the programmed settings of svt v. Limit prevented the device from withholding therapy. The device performed as programmed. No reprogramming was completed and the device remains in use. No further patient complications have been reported as a result of this event.